Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician retracted the ace68 through the rotating hemostasis valve (rhv) into a non-penumbra sheath and noticed that the distal tip had broken off and was caught in the sheath. It was also reported that the wire at the distal tip of the ace68 was unwinding as it was stuck with a stent retriever. The wire of the ace68 and the stent retriever were coming out of the rhv as the ace68 was being retracted. The ace68 was then removed and the broken ace68 tip was removed from the sheath. The procedure was completed using another ace68 and the same sheath. There was no report of an adverse effect to the patient.